Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system makes a constant fluoro audible sound after taking a fluoro exposure. No patient injury was reported.